Event description:
A customer reported to olympus, a stent (boston scientific) got stuck within one of the evis exera ii gastrointestinal videoscope channels unbeknownst to the physician. The physician proceeded to complete the case. The scope was reprocessed. A week later the same scope was used on another patient. The procedure was completed, and the scope was reprocessed. Approximately 5 days later, the scope was used again. While the physician was using the scope, he tried to advance a grasper through one of the channels and was unable to do so. The scope was withdrawn from the patient and attempted again to put the grasper through the channel. When force was applied the grasper was advanced through the channel by pushing the stent out. The customer inquired about the scope being cultured due to stent being stuck in channel and used on multiple patients. The event occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using the subject device, with only a few moments of delay. There was no report of medical intervention being required, extension of sedation or patient harm associated with this event. Event 3 of 3 this report is being submitted for the third event with evis exera ii gastrointestinal videoscope, under the medwatch with patient identifier (B)(6). The first event is being reported on medwatch with patient identifier (B)(6). The second event is being reported on medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of foreign material and forceps malfunction were not confirmed. In addition, the plastic distal end cover had minor scratches. The bending section cover glue was cracked. The objective lens and light guide lens cement was peeling. The insertion tube had minor scratches. The light guide tube had minor scratches. The play of the control knob was out of specification due to elongation of the angle wire. The forceps passage had scratches and scrape marks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: evis exera ii gif type 2th180 operation manual includes the detection way in chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.